Manufacturer narrative:
Two actual samples were received for evaluation, however, they were not evaluated because a non conformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) pd effluent sample bags leaked; further described as "while draining the patient, the bag began to leak at the seam portion next to the medication administration port¿. This occurred twice on the same day and to the same patient. This occurred during use for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.